Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a saphenous vein graft (svg) in the right coronary artery (rca). After a forte floppy guide wire crossed the lesion, a 4.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When device removal was attempted, the trailing edge of the stent was caught by the guide catheter and the stent was deformed. The guide catheter, guide wire, and the stent were removed at the same time and the case was aborted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent device found that the stent was returned inside guide catheter and tracked over guidewire; the stent was damaged the entire length with stent struts pushed distally, bunched and distorted. Stent damage most likely occurred when the stent got caught on the guide catheter. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a saphenous vein graft (svg) in the right coronary artery (rca). After a forte floppy guide wire crossed the lesion, a 4.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When device removal was attempted, the trailing edge of the stent was caught by the guide catheter and the stent was deformed. The guide catheter, guide wire, and the stent were removed at the same time and the case was aborted. No patient complications were reported.